Event description:
It was reported that guidewire stuck occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. A three coyote balloon was used during the procedure. After advancing a guidewire through the lesion. An ivus catheter was then introduced to the lesion but could not pass through and was subsequently removed. Additional dilation was performed using a coyote mr 3x220mm balloon, followed by thrombus aspiration. The lesion was assessed with ivus and re-dilated using the same coyote mr 3x220mm balloon. During this step, it was determined that a larger balloon was needed. A coyote mr 4x220mm balloon was prepared; however, while attempting to remove the coyote mr 3x220mm for replacement, the balloon could not be retrieved so the entire system was removed, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual and microscopic examination revealed no damages. The unknown guidewire was able to be removed without any difficulties. Device to device interaction test was performed by tracking the device over a test 0.014 wire. There was no issue tracking over the guidewire. Inspection of the remaining components of the device revealed no additional damage or irregularities. Product analysis was unable to confirm the reported issue of the wire freezing or difficulty in removal.

Event description:
It was reported that guidewire stuck occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. A three coyote balloon was used during the procedure. After advancing a guidewire through the lesion. An ivus catheter was then introduced to the lesion but could not pass through and was subsequently removed. Additional dilation was performed using a coyote mr 3x220mm balloon, followed by thrombus aspiration. The lesion was assessed with ivus and re-dilated using the same coyote mr 3x220mm balloon. During this step, it was determined that a larger balloon was needed. A coyote mr 4x220mm balloon was prepared; however, while attempting to remove the coyote mr 3x220mm for replacement, the balloon could not be retrieved so the entire system was removed, and the procedure was completed. There were no patient complications reported.